Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 452 mg/dl. The customer was treated by manual injection for high blood glucose. Customer stated that the insulin pump had blank display. It was unknown that if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.